Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
The event involved a tego connector, and it was reported that the internal rubber component of the tego was ruptured, restricting blood flow to the dialysis machine. There was patient involvement, there was no patient harm.